Event description:
It was reported that a signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure was determined to be transmitter timer not advancing that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss greater occurred. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure was determined to be transmitter timer not advancing that led to a transmitter failure. No injury or medical intervention was reported.